Manufacturer narrative:
E1: patient city: (B)(6), patient country: chile. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in chile. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 420 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient was tested with ketones and results wer 3.7mmol/l. The patient had vomiting, blurred vision and stomach pain during the hospitalization. No further information available.